Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 543 mg/dl before lunch and treated it with manual injection with pen. The customer also reported that, the infusion set cannula was bent. Customer tried inserting set and cannula was bent causing high blood glucose. Customer declined troubleshooting for the high blood glucose and bent cannula. The device will not be returned for analysis.